Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2024-06124 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2024-06148.

Event description:
It was reported line fracture and leaking during administration of oxaliplatin at 12 cm caused line to be removed. PICC was 15 days in situ. Trim length 50 cm, 8 cm external, 42 cm internal. Inserted in right basilic vein. Patient reported that PICC was leaking during administration of oxaliplatin. The leak occurred inside the skin of the patient with infiltration/extravasation of the fluid in the patient¿s tissue and coming out through the exit site of the PICC. Patient experienced, swelling, oedema and pain. (25 % oxaliplatin infusion had been administered when event happened). Extravasation of oxaliplatin occurred. PICC was removed and fracture of the line was seen at 12 cm mark of the catheter. Patient had to go through extravasation pathway. Swelling, pain, oedema an tissue injury occurred. Patient could not complete her chemotherapy cycle which was delayed. Patient will need a new PICC inserted to resume their anticancer treatment. No other information was provided.

Event description:
It was reported line fracture and leaking during administration of oxaliplatin at 12cm caused line to be removed. PICC was 15 days in situ. Trim length 50 cm, 8 cm external, 42 cm internal. Inserted in right basilic vein. Patient reported that PICC was leaking during administration of oxaliplatin. The leak occurred inside the skin of the patient with infiltration/extravasation of the fluid in the patient¿s tissue and coming out through the exit site of the PICC. Patient experienced, swelling, oedema and pain. (25 % oxaliplatin infusion had been administered when event happened). Extravasation of oxaliplatin occurred. PICC was removed and fracture of the line was seen at 12 cm mark of the catheter. Patient had to go through extravasation pathway. Swelling, pain, oedema an tissue injury occurred. Patient could not complete her chemotherapy cycle which was delayed. Patient will need a new PICC inserted to resume their anticancer treatment. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.